Event description:
Patient receiving daralex faspro sq via saf-t-intima. Inserted per routine. Unable to withdraw needle completely via y-site. Tubing kinked and twisted around itself. Intima withdrawn and a new needle used to administer.